Event description:
Aditional information received on 11/18/96 indicates the device was removed due to fluid loss-cylinder.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder performed within specifications. Cylinder had a wear leak. Tubing was functional.